Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent revision of a left total knee arthroplasty due to tibial loosening.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect or was not available at the time of initial follow up. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.